Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that display screen had a blotch and could not read. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with severely cracked bleeding lcd glass. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to bleeding lcd glass. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and minor scratched lcd window.